Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The noise stops following the shock. The sensing vector was set to the secondary vector. The clinic brought the patient in for treadmill testing. Technical services discussed some programming options with the caller. There were no additional adverse patient effects. The system remains implanted.